Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary the reported incorrect rtt (real time telemetry) battery voltage measurements are the result of high internal battery resistance. Calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary the reported incorrect rtt (real time telemetry) battery voltage measurements are the result of high internal battery resistance. Calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity.